Manufacturer narrative:
The rollator involved in this incident was returned to our (B)(4) facility and was inspected by our internal failure investigator. His findings are as follows: ¿could not move the grips in a clockwise/counterclockwise motion to duplicate the complaint. No further conclusions.¿ photo of the rollator are attached to the MDR which do not show any unusual wear or breakdown of the grips. This investigation is closed. No follow ups will be filed for this incident.

Event description:
End user was using the rollator at home. While turning a corner her hands slipped off of the grips and she fell. End user hit her head on the wall and needed 5 staples and 3 stitches. The end user reported that the grips were ¿slippery¿ and requested a new rollator.